Event description:
It was reported that when the nurse plugged in the pcu, ¿it sparked; the sparks flew.¿ there was user involvement, but no harm.

Manufacturer narrative:
Correction: annex e: e2401, annex f: f24, annex b: b21, annex c: c21, annex d: d16. Additional information: concomitant med prod data, device eval by manufacturer? Annex e: e2403, annex f: f26, annex a: a25, annex b: b01, b14, annex c: c19, annex d: d14, annex g: g07001. The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue that sparks occurred when the pcu was plugged in was not confirmed or replicated during the investigation. The returned pcu was fully evaluated, and no issues were observed during the log analysis or laboratory testing. Test results measured the ground resistance for suspect pcu. Results confirmed that the unit is within specification. A ground leakage current test was also performed under normal and reversed polarity, and with both open and closed neutral connections. The suspect pcu passed all testing and was verified to be operating within specification. Four dchu laboratory pump modules were attached to the suspect pcu, an infusion was programmed and started on each pump module at a rate of 999 ml/hr. The suspect pcu was connected and disconnected from ac power for a total of ten (10) times to observe for sparks. No sparks were observed a review of the suspect pcu error log was performed, and no errors or anomalies were noted on the reported event date. The reported event date is not contained in the event logs; therefore, the review of the event log was performed on the last day an infusion was programmed on (B)(6) 2026 between 3:52 and 3:54 pm the pcu alarmed for battery very low. An infusion started for drug ID 1 at a rate of 300 ml/hr and volume to be infused (vtbi) of 218 ml. The pump module alarmed for occlusion on patient side. A primary volume infused (pvi) of 3.448 ml was recorded from previous infusions. At 3:55 pm the pump module alarmed for check IV set and the unit was channeled off. Between 4:32 pm and 4:34 pm the system was powered on and disconnected from ac power. The unit was channeled off. External and internal inspection was performed on the returned pcu. The power cord was observed with the prongs bent and lint residue. During the inspection incidental findings were noted and are not associated with the reported issue. All inspected parts were manufactured by bd. The bd alaris system with guardrails user manul v12.3.2 states: do not use a device that appears to be damaged. Send the device to biomedical engineering for repair. Perform device inspection to prevent a damaged device from being returned to patient use. Use of a damaged device can result in patient harm. To ensure that the bd alaris system remains in good operating condition, visually inspect the system before each use. Check all visible surfaces and moving parts on the devices. If you observe damage in any way or find the device does not function as expected, return it to biomedical engineering for repair. Always use a grounded, hospital grade three-wire receptacle to prevent electrical shock. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause for the reported issue that sparks occurred when the pcu was plugged in could not be definitively determined during the investigation. It is possible that there was an issue with the facilities a/c outlet mating receptacle contacts that resulted in a brief inrush current, however this could not be confirmed during the investigation. Extensive laboratory testing confirmed that the returned pcu was operating within specification passing electrical safety testing with no issues observed. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that when the nurse plugged in the pcu, ¿it sparked; the sparks flew.¿ there was user involvement, but no harm.